Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep met with the patient during his appointment with their healthcare provider (hcp). The patient scheduled the appointment reporting battery pocket site pain, swelling, and bruising. The patient confirmed no trauma or falls. The hcp confirmed the swelling and bruising was not noticeable. She ordered lab and x-rays. The patient's battery is now overdischarged. It was confirmed that the ins has been off for 6 plus months. He does not want to try to recover the battery, stating that he wants it replaced, as it is nearing end of service. The patient was advised to schedule a consultation with the surgeon to discuss replacement. No actions have been taken to resolve the patient overdischarge or the pocket issues. No further complications were reported. It was confirmed that the hcp appointment on (B)(6) 2018 did not confirm bruising but lab tests were done to rule out infection due to the pain and swelling. The cause was unknown and the lab results were not provided. The battery was not recoverable and nearing eos. The patient was advised by their hcp to discuss battery replacement with a surgeon. The patient was asked to inform a manufacturer representative when they had their appointment with the surgeon but the representatives in the area had not yet heard from the patient or hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. The physician assistant's contact information was also provided. No further complications were reported/anticipated.